Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "drill fracture when drilling distal ap locking screw of suprapatellar nail. The drill came out short and it shows drill bit intraosseous posterior to the nail. Procedure completed successfully as there were 2 ml locking screws used. No further delay. No additional intervention required. The plan was to use 3 distal locking screws to optimise stability in the poor distal tibia bone quality. Rigidity of fixation resulted to be marginally inferior. The fragment is intraosseous posterior to the nail, not feasible to remove. Distal end is in the tibia."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "drill fracture when drilling distal ap locking screw of suprapatellar nail. The drill came out short and it shows drill bit intraosseous posterior to the nail. Procedure completed successfully as there were 2 ml locking screws used. No further delay. No additional intervention required. The plan was to use 3 distal locking screws to optimise stability in the poor distal tibia bone quality. Rigidity of fixation resulted to be marginally inferior. The fragment is intraosseous posterior to the nail, not feasible to remove. Distal end is in the tibia."